Event description:
An 84 year old woman underwent hrpci with impella cp support. During insertion the team found the 25cm sheath to kink, but managed to insert and deploy the pump in the usual fashion. Kink ascribed to vessel tortuosity vs intrinisc sheath problem. Case completed successfully and pump explanted without incident.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 exp date and UDI number added. H4 device MFR date added.

Manufacturer narrative:
Additional information indicates that the sheath introducer was used despite the identified kink, as noted in the initial report. Subsequent details confirm that the procedure was successful with no complications. Further information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.